Event description:
Loss of osseointegration, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, peri-implantitis, infection, pain, mobility.patient came from a referrer who had not performed the necessary control and hygiene measures.